Manufacturer narrative:
Additional information provided: d11 no product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device was broken and was recalibrated; therefore showing a rate accuracy issue. There was no additional information provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was broken and was recalibrated; therefore showing a rate accuracy issue. There was no additional information provided.